Event description:
A user facility reported that a high brightness issue was observed with the visera pro xenon light source. The event occurred during maintenance and the same device was used to complete the operation. During a standard service inspection of the customer returned device, a scorched inlet fuse box was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a scorched inlet fuse box, dimming shibori springs, narrow band imaging failure due to turret malfunction, top cover paint peeling, and light intensity decreased due to xenon lamp consumption were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the scorched inlet fuse could not be determined. It is possible that the inlet was burned due to the load on the housing during long-time use. Olympus will continue to monitor field performance for this device.